Event description:
It was reported that the nurse had arctic sun device alerting 113 (reduced water temperature control). Sn# (B)(6). Inquirer was not in the room to obtain numbers went back and forth for flow rate (fr) 0.5l/m & patient temperature (pt) was 33.6c. Had them stop therapy, disconnect and reconnect using proper technique listening for audible clicks. Straightened lines. Water flow rate (wfr) was increased to 0.6 l/m, but stabilized at 0.5 l/m. Suggested rn call back on cell so they would be able to go into the room with device for further troubleshooting. Rn called back and finished troubleshooting with them.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. Instructions for use were reviewed for this investigation. The labeling is found to be adequate. A DHR could not be performed since no lot number was provided. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse had arctic sun device alerting 113 (reduced water temperature control). Sn#: (B)(6). Inquirer was not in the room to obtain numbers went back and forth for flow rate (fr) 0.5l/m & patient temperature (pt) was 33.6c. Had them stop therapy, disconnect and reconnect using proper technique listening for audible clicks. Straightened lines. Water flow rate (wfr) was increased to 0.6 l/m, but stabilized at 0.5 l/m. Suggested rn call back on cell so they would be able to go into the room with device for further troubleshooting. Rn called back and finished troubleshooting with them.